Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition could not be verified as evaluation did not properly assess for the reported condition of flow rate reading not accurate due to reload set alarm preventive it's evaluation. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had flow rate reading which was not accurate and infused too much. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.